Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was on chronic suppressive oral antibiotics for a driveline infection ((B)(6) from cultures on (B)(6) 2013). Patient reportedly had a episode of gi bleed on (B)(6) and a gastric ulcer was found. Subsequent h-pylori testing was positive, but it was not clear that patient received treatment. On (B)(6) 2014, the patient present to the emergency department with gastrointestinal (gi) bleeding and had complaints of dizziness and lightheadedness (with standing and walking for approximately 3 days). The patient reportedly did not have any complaints of chest pain, abdominal pain or shortness of breath. Patient denied fever, chills or appetite changes. Black stools (chronic) were noted as the patient was on iron supplementation. The patient reportedly denied bright red blood per rectum (brbpr), but was occult positive in emergency room during this visit. International normalized ratio (inr) was therapeutic at 1.7 patient's hemoglobin (hgb) count dropped to 8.8 from most recent outpatient level of 9.5, but was reportedly in the range in may. Pump parameters were reportedly normal for the patient and no alarms reported.

Manufacturer narrative:
Based on the information available to the manufacturer, a root cause for the reported event could not be determined through this evaluation. The patient remains ongoing on lvad support and no further related issues have been reported. However the device¿s approved labeling list infection as an adverse event that may be associated with the use of the left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issue reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.